Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic]. The rv lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data was collected from the device and analyzed. Ventricular short interval count (v-sic) equal to 192.8 counts avg/day, in 97.94 days, between (B)(4) 2011 and (B)(4) 2012.